Manufacturer narrative:
The device was returned for evaluation. One haptic was bent-gusset and distal area due to the position of the lens in the case. The optic was torn/split/cracked into two pieces on a post of the lens case. No other damage observed. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 12/19/2007 and 12/20/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A user facility reports that during intraocular lens (iol) implant surgery, a vitrectomy was performed. Additional information, including patient status, has been requested.